Manufacturer narrative:
A boston scientific technical services consultant discussed the reason for the alert and that the remaining longevity estimate can no longer be confirmed. A review of the device data noted the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. The device should be replaced and returned for detailed analysis. The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant, 3.01 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that upon interrogation, this device displayed a fault code (fc) 1003. The patient stated he began hearing tones about one year ago and was last checked six months ago and no issues were noted. The device is showing 9.5 years remaining and no recent therapy has been delivered. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and returned. This product issue will be updated when device evaluation is complete.